Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination found the shaft of the device to have completely detached at two locations. The first break was located approximately 80mm proximal from the distal tip. The second break was located approximately 460mm proximal of the first break in the shaft. The third part of the shaft that had the hub attached was not returned. Multiple inner shaft kinks was noted. Severe stretching damage was noted on the inner shaft. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination observed no damage to the tip of the device. The distal markerband was detached from the shaft and not returned with the device.

Event description:
It was reported that a balloon rupture and difficulty in removal occurred. A 7.0 x 150, 75cm mustang balloon catheter was selected for a fistula declot. It was advanced for dilatation. The balloon was inflated once but did not reach its nominal pressure before it burst and became lodged, making removal from the sheath impossible. The doctor attempted to remove the balloon but was unsuccessful. Consequently, vascular surgery was called, and the patient required emergency surgery for removal. The patient underwent an emergency cutdown procedure, and the mustang balloon was successfully removed. No further complications were reported for the patient.

Event description:
It was reported that a balloon rupture and difficulty in removal occurred. A 7.0 x 150, 75cm mustang balloon catheter was selected for a fistula declot. It was advanced for dilatation. The balloon was inflated once but did not reach its nominal pressure before it burst and became lodged, making removal from the sheath impossible. The doctor attempted to remove the balloon but was unsuccessful. Consequently, vascular surgery was called, and the patient required emergency surgery for removal. The patient underwent an emergency cutdown procedure, and the mustang balloon was successfully removed. No further complications were reported for the patient.